Manufacturer narrative:
H3: product ID 97715 serial#(B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider. It was reported that the patient experienced shocking. The patient's ins was replaced.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported they presume the cause was determined, but did not clarify further. Worse symptoms started post fall. X-ray detected lead migration. A lead revision was ordered and was just approved on 2026-jan-22.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. D10: section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2024; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Caller states the patient had a fall. They are unsure if anything happened to the lead or lead system, and the patient has a scheduled appointment. Additional information was received from an hcp. They called to inquire about MRI scanning eligibility. Caller reported they had a note from the patient's nurse practitioner stating that the lead had pulled down in direction after the fall. Caller said the letter confirmed the patient was safe to scan and indicated that they would need to bring their programmer to the scan to activate MRI mode. Agent reviewed MRI scanning guidelines, including importance of ensuring the lead electrodes were still in the epidural space. Caller said they would confirm this information with the doctor. No patient symptoms were reported.